Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n130670, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: accessory. Product ID: 3887-33, lot# l78768, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s battery moved in the pocket and was right against their sciatic nerve. The device was causing complications where it was.